Manufacturer narrative:
Product #1 pi main [pi-2026-0100340-01]. An event of over-sensing resulting in no clinical sign, symptoms, or conditions which was addressed by additional surgery was reported. The high voltage lead is implanted-inactive and will not be returned. A device history record (DHR) review was not required per investigation procedure. The reported event of oversensing was able to be verified by the field representative.

Event description:
During an in clinic follow-up, episodes of oversensing were noted on the right ventricular (rv) lead. The device has previously been reprogrammed to decrease the occurrence of oversensing. A revision procedure was performed. The rv lead was capped and replaced. The patient was stable.